Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. This morning blood glucose value was 404mg/dl and took bolus of 12u and later it was up to 459mg/dl. Customer¿s blood glucose value at time of incident was in the range of 400 mg/dl. Customer treated with manual injections pens. Blood glucose value was 381 before breakfast. Customer declined to troubleshoot for high blood glucose value. Insulin pump will not be returned for analysis.